Manufacturer narrative:
The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.was scrutinized. Additionally the returned x-ray image was analyzed. At approx 22 cm distal to the is-1 connector pin, the lead body was found squeezed and deformed which might resulted from an over tighten fixation sleeve. The analysis of the received x-ray image showed a 90 degrees kink at this part of the lead. Further analysis revealed multiple signs of abrasion along the lead body. In particular, at the distal part of the lead the insulation was found damaged. These insulation damages can be considered as the root cause for the observed oversensing issue, as mentioned in the complaint description. Due to the over tighten fixation sleeve in combination with the kink of the lead in this region, it is assumed that the lead had been subject to severe mechanical stress which resulted to the observed damage. Further damages resulted most likely from the explantation procedure.

Event description:
Ous MDR - after an implantation period of about 25 months, oversensing was reported. No adverse patient side effects have been reported.